Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was noted that collar fracture occurred. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During procedure, multiple delivery attempts were made to advance the guidezilla into the lesion. However, the device could not cross the lesion and the collar was almost fractured. The device was then simply pulled out and broke with a slight touch outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status was stable.